Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed compromised force sensor system alarm. Customer's blood glucose was 243 mg/dl. Drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk. We were unable to complete functional test due to prime alarm. The insulin pump was received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads, and missing end cap sticker.